Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the proximal port during the priming process, causing medication to leak onto the floor. The following information was provided by the initial reporter: "bd alaris pump infusion set" disconnected just distal of proximal port where the more rigid tubing connects to soft tubing during priming, causing medication to spill on floor.

Manufacturer narrative:
Investigation summary: a complaint of set disconnecting and leaking during infusion was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set was separated at the top part of the pumping segment. Indentation from the ring retainer could be seen, however no ring retainer was on the set. A device history record review for model 2420-0500 lot number 22043165 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The subassembly process was reviewed, and all equipment was found to be working correctly. Improvements were made that does not allow the equipment to perform the subassembly if any component is missing. The potential root cause was determined to be an error when loading the pumping segment that caused some pull on the set, detaching the tubing from the ring.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the proximal port during the priming process, causing medication to leak onto the floor. The following information was provided by the initial reporter: "bd alaris pump infusion set" disconnected just distal of proximal port where the more rigid tubing connects to soft tubing during priming, causing medication to spill on floor.